Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the device was not inflating on a regular basis.

Manufacturer narrative:
A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed surface abrasion on all tubes and all strain relief of the pump, and on the exhaust tube of cylinder #1 and cylinder #2. Partial separations within abrasion are noted on the shorter exhaust tube and the inlet tube of the pump, and on the exhaust tube of cylinder #2. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with the pump, cylinder #1 or cylinder #2. The information received indicated the patient was dissatisfied with the product not inflating. However, because no other abnormalities were noted and not all components were received, quality cannot confirm the complaint as reported. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.